Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
X-rays showed plate fracture, leading to revision surgery.

Event description:
X-rays showed plate fracture, leading to revision surgery.

Manufacturer narrative:
Correction: section a2. The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by an off-label use. The x-rays sent were reviewed by stryker's medical expert, his statement is the following: "the patient was initially operated somewhere in february 2019. Apparently the patient went to another hospital for complaints. Looking at the initial x-ray and the post-operative x-ray from october. It is clearly visible that the plate broke at one of the original fracture lines. That means that the pain of the patient must be explained by a non-union of the fracture. [¿] since this fracture had not healed after the initial surgery, it can be considered to be at least a delayed union. However since the plate breakage is at the exact fracture line. It is most probably a non-union. I do not see any callus formation on the second x-ray, which must probably would have been there if some healing had occurred in the fracture. For these revisions surgeries other plates (xxl anatomical volar plates) are intended to be used. So the use of the broken plate (narrow volar plate) can be considered as off-label use." Moreover, the operative technique guide mentions that the xxl volar plate should be used in case of non-unions or malunions: "following additional indications apply only for the xxl volar distal radius plates: osteotomies, non-unions, and malunions." Therefore, this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.